Manufacturer narrative:
Investigation summary: bd received a photo from the customer facility for investigation. The photo was evaluated and the customers¿ indicated failure mode for foreign matter on the annular with the incident lot was observed. The foreign matter was identified to be epoxy on the annular. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality nonconformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photo, the customers¿ indicated failure mode for foreign matter on the annular with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.

Event description:
It was reported that before use, a bd eclipse¿ blood collection needle with luer adapter was found with foreign matter ¿as the end user uncapped a bd vacutainer eclipse 21 gauge safety needle for a blood draw, it was noticed the steel shaft had a white splotchy look to it.¿ there was no report of injury or medical intervention reported.